Manufacturer narrative:
Testing and investigation found the device powered on and displayed a "hw watchdog error" whitescreen error with an audible alarm from the secondary beeper. This was due to a depleted snaphat battery that supported the ram chip u2 on the uic board. Due to the depleted battery, the fam data was corrupted and resulted in a whitescreen. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a hw watchdog error. The device was returned to the biomedical department for a report of a hw watchdog error. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.